Manufacturer narrative:
Very little info was supplied about this event and attempts are being taken to obtain any additional info. If any additional info is obtained, a supplemental report will be submitted if appropriate.

Event description:
A pt experienced a dislocation in the immediate post-operative period. A revision surgery for stabilization. Over time, the joint progressively subluxed. It was becoming uncomfortable and had minimal motion for the pt. The pt elected to have the implant removed and the joint fused.